Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital due to hyperglycemia. The patient's blood glucose levels reached between 400 mg/dl and 500 mg/dl. The patient was not willing to provide additional details regarding the reported medical event.